Event description:
It was reported that ¿a couple weeks¿ after implantation of a new lead on (B)(6) 2014, the patient experienced redness, swelling, and pain at the lead incision site on the back. The complete system was explanted due to abscess. Infection was also noted. Cultures were taken from the cerebrospinal fluid. The type of organism cultured at the lead tip was propionibacterium acnes. Antibiotics were administered and the patient was hospitalized for two days. The infection resolved and the patient was reported to be ok.

Manufacturer narrative:
Product ID: 3877-45, lot# 0208615728, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).